Manufacturer narrative:
H3: the nv gxl lnr device information was not reported. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. The patient has bilateral hip replacements. These devices are used for treatment not diagnosis.

Manufacturer narrative:
D10: concomitants: 170-40-93/biolox delta femoral head 40mm od, -3.5mm; 180-65-20/alteon 6.5mm screw, 20mm; 186-01-56/nv crown cup clstr hole 56mm group 3; 190-30-03/alt ha s clr std sz 3. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a male patient, initial right hip implanted on an unknown date, underwent a revision procedure on (B)(6) 2023, reason for the revision was not reported. The patient¿s gxl liner and cup were revised to competitor¿s devices with exactech ceramic heads and sleeves. The event was not related to a breakage of a device. There were no surgical delays. The patient was last known to be in stable condition following the event. Device images and x-rays were provided. The devices are not available for return as they were sent to pathology. No patient information, history, or comorbidities reported. No further information.